Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-02227. There was high impedance with no pacing on the right atrial (ra) and left ventricular (lv) leads due to conductor fractures. Both leads were explanted and replaced and the patient was stable.